Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, halfway through burring the distal femur, the real intelligence robotic drill continue to give a disconnect, even if you hit continue. Tried to recalibrate and renter case but would not recalibrate. After several failed attempts, with no back-up drills, surgeon bailed to manual to finish the case. The surgery was completed after a non-significant delay. No injuries were reported.

Manufacturer narrative:
H6: medical device problem code h3,h6:the real intelligence robotic drill, part # rob10013, serial # (B)(6) used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A kpc test was run and failed due to a stop time failure. The drill was disassembled. The slip shaft was cracked, and a broken piece fell out. A cable continuity check was performed and passed. Exposure motor test was performed and passed. A known good drill motor was assembled in the reported drill. Kpc test, tka test case, calibration, spin test, and burring were performed, all of which passed successfully. The reported drill disconnection error and the calibration failure were not observed during testing. Although the reported problems related to disconnect and calibration issues were not reproduced through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a broken slip shaft that resulted in a piece of the slip shaft obstructing proper movement of the motor. This issue can potentially present as a disconnect or calibration issue, and, thus, the complaint is confirmed. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.